Manufacturer narrative:
On december 14, 2020, clarification was received that this event is a reportable event. The suspected faulty power supply was returned to getinge's national repair center (nrc) for further evaluation. A senior repair technician inspected the power supply and noted that no visual damage was observed. The senior repair technician installed the power supply into the cs30 test fixture and tested to factory specifications per the service manual. Testing failed and the senior repair technician verified the reported failure of bulk voltage at j103 pin 1 being present without the iabp unit being turned on and display on the monitor. The power supply was sent to the supplier per procedure. The supplier returned the power supply and verified the reported failure. The power supply has no +24 volts, +/_ 12 volts or +5 volts outputs. The supplier verified that q9 and q10 are shorted. The power supply was scrapped and retained per procedure. (B)(6).

Event description:
It was reported that the power supply for the cs300 intra-aortic balloon pump (iabp)was not producing bulk supply. This is an out-of-box failure of the power supply. There was no patient involved and no adverse event was reported.